Event description:
It was reported that the customer was having issues with his sensor glucose readings being different from his blood glucose readings as well as receiving weak signal alerts. Troubleshooting was done. The customer's blood glucose was 132 mg/dl. The customer also stated that she was in a car accident while wearing the insulin pump. The customer stated that she was driving home after eye surgery on (B)(6) 2014. The customer's blood glucose was low, but the sensor reading showed that she had high blood glucose levels. The customer passed out while driving and ended up in a ditch on the side of the road. The customer believed the cause was the anesthesia and insulin she received. The customer later pulled over safely while having low blood glucose and treated himself. Troubleshooting was done. Advised customer to contact healthcare provider to discuss her low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.